Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received shows that patient underwent surgery on 15dec2021 in which the ipg was explanted and replaced.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Troubleshooting was unable to resolve this issue. Surgical intervention is pending to address this.

Manufacturer narrative:
Event date is estimated.